Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-21024. The pt received 2 scs leads with the same lot number. It was reported the pt experiences a shocking sensation when therapy is turned on. The pt also does not feel stimulation on the left side since having back surgery several months ago. Per the sjm rep, there are low impedance readings on multiple contacts on the lead. The normal impedance contacts provided effective stimulation. An x-ray was advised to investigate the issue further. Follow-up identified surgical intervention will be done at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.